Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a lens decentered. A lens exchange was performed five days later. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. The lens is too damaged to conduct comparator evaluation. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by fax, and mail. A completed questionnaire was not received. (B)(4).